Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 75% stenosed lesion being treated was located in the mildly calcified right coronary artery (rca). Plain old balloon angioplasty was completed in the rca using the 3.0x15mm maverick 2 monorail balloon catheter. After the maverick 2 balloon catheter was removed from the patient, the physician inflated the balloon again, for unspecified reasons, to 6 atm when the balloon ruptured. There were no patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).